Event description:
It was reported that the insulin pump¿s touchscreen cracked after the customer fell, and the pump was no longer functional or watertight, prompting replacement and instruction to shut down the device and back up therapy as needed. Symptoms included no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and continued cgm use via app or receiver. Investigation included collection of event details, serial verification, and requests for device return to enable evaluation. Investigation of this case revealed damage to the touchscreen component consistent with external impact, resulting in loss of device function. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage due to impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.